Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The vizigo was astringent and could not be inserted. Vizgo was astringent and did not enter during insertion. The issue was resolved by changing the vizgo to another one. The procedure was completed without patient's consequence. Based on the available information indicates astringency, the event will be coded as sheath shaft rough because they were not able to insert the sheath. Sheath shaft rough is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The vizigo was astringent and could not be inserted. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed, and the device passed within specification. A device history record evaluation was performed for the finished device number 00001985 and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On 8-nov-2022, bwi received additional information indicating that the sheath was not rough or non-slippery. There were no lifted or damage electrodes. No available picture. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).